Manufacturer narrative:
It was reported that a patient had a cordis trapease inferior vena cava (ivc) filter implanted. Approximately nine years and two months later, the filter was found to have embedded in the wall of the ivc preventing the device from being safely removed. An aneurysm developed near the site of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The following additional information received per the medical records indicates the patient underwent placement of the filter due to deep vein thrombosis (dvt) and pulmonary embolic disease (ped.) The index procedure was tolerated without complications. The patient continues to experience swelling in both legs. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The potential for blood clot formation, related to underlying comorbidities, contributes to the need for sustained monitoring of filter implant patients. Without images or procedural films for review the alleged aneurysm, vena cava injury could not be confirmed. The records also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in edema of the legs. Clinical factors that may have influenced including anxiety may be associated with underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal breif, the patient was implanted with a cordis trapease inferior vena cava (ivc) filter. Approximately nine years and two months later, the filter was found to have embedded in the wall of the ivc preventing the device from being safely removed. An aneurysm developed near the site of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The following additional information received per the medical records indicates the patient underwent placement of the filter due to deep vein thrombosis (dvt) and pulmonary embolic disease (ped.) The index procedure was tolerated without complications. The patient continues to experience swelling in both legs.